Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73a1900464, the samples were functionally inspected, and during the inspection issue reported "clip broke while ligating" was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f1800084 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when applying the clip on the hepatic artery the clip broke in half. Two pieces were found and retrieved. The physician stated that the same event occurred two other times in different facilities. There was no patient injury.